Event description:
It was stated that person with diabetes reported that he inserted leaked out of the insertion hole in his skin and he had to change the site again to resolve his issue. He retained the cannula involved in the leakage incident for return. There was patient involvement/no harm reported. A leak could lead to patient and/or clinician blood, or drug exposure would likely to cause serious injury to the patient.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a bent cannula. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.